Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on the 23rd march 2010 and performed to specification, alongside random manual power ons, up to the 1st december 2013. The device failed a self-test due to a low battery on the 8th december 2013. The device remained in fault mode until 25th february 2014 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minute duration were recorded in the device memory between the 14th march 2015 and the last log entry on the 22nd february 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.